Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.5 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports elevated iop. Reportedly a washout was performed, diamox, iopidine, and iatanoprost were prescribed. Steroid treatment was stopped and nsaid (bromegenac) was started which lowered the iop initially but it was raised again.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.5 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports elevated iop. Reportedly a washout was performed, diamox, iopidine, and iatanoprost were prescribed. Steroid treatment was stopped and nsaid (bromegenac) was started which lowered the iop initially but it was raised again.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).

Manufacturer narrative:
Reportedly the lens was explanted (B)(6) 2021. H6-investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).